Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture on contralateral side.

Event description:
Healthcare professional reported right side "significant silicone bleeding on the surface" of the gel implant. The device has been explanted.